Event description:
On (B)(6) 2012, the lay user/patient in the UK contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. On (B)(6) 2012, the technical support representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2012 at 9:50 pm, the patient obtained the blood glucose reading of 14.2 mmol/l on the reported meter, her backup meter, which the patient claimed was inaccurately high compared to her expected values of 9.0 mmol/l to 10.0 mmol/l at that time of night. At that time, the patient was experiencing the symptom of slight hunger. On (B)(6) 2012 at 12:30 am, the patient woke up experiencing the symptom of hunger, and obtained the blood glucose reading of 3.5 mmol/l (63 mg/dl) using another meter. The patient did not test her blood glucose level at that same time, using the reported (backup) meter. The patient administered self-treatment by consuming cereal, and felt better afterwards. She did not seek any medical attention. The patient noted she ate her usual meals on the day of this event, and took her usual doses of insulin. Earlier on (B)(6) 2012, the patient obtained the readings of 11.4 mmol/l, 12.2 mmol/l and 14.2 mmol/l. The patient manages her diabetes with the set doses of humalog mix 50 insulin 14.0 units at breakfast and 16.0 units at 6:00 pm. The patient noted her symptoms and low nighttime blood glucose level may have been caused by an excessive amount of activity earlier on the day of this event. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating, and the meter was set to the correct unit of measure. The meter, test strips and control solution were replaced. The patient allegedly suffered a blood glucose level suggestive of severe hypoglycemia after she obtained an elevated reading using the reported meter, and received treatment with food to alleviate her symptoms. Therefore

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.